Event description:
Customer reported that console was making periodic hissing sounds while supporting pt. There was no impact on the pt. The pt was switched to another console and is doing well. The console was returned to syncardia for eval. The norgren regulator was replaced, which corrected the problem. The norgren regulator that was removed has been sent to the MFR for a failure investigation. This alleged failure mode poses no risk to the pt, because it does not negate the ability of the console to continue to perform its life-sustaining functions. This alleged failure mode will be monitored to determine if the failure mode exhibits an upward trend.